Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a scope communication error (e226), and the connecting tube had corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the scope communication error (e226) was traced to a component failure (corrosion on plug unit). Regarding the corrosion in the connecting tube, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error (b30 error). There were no reports of patient harm.